Event description:
It was reported that during an unknown procedure, the surgeon found that the sr75¿s staple stick out. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # 550a05. Attempts have been made to obtain the following information however, no further information was provided. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damage and inside of its opened packaging. The reload had the proximal 30 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Also, it was noted that the "doghouse" component of the cartridge was damage, and a dent was noted on the pan cartridge making the reload non-functional. No functional test could be performed due to condition of the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.